Event description:
During the laparoscopic adrenalectomy, the surgeon used a clip applier (reference #er320, lot #298c80, expiration date: 01/31/2028). The surgeon said the clip applier was misfiring and requested a new one. The clip applier was taken off the field and delivered back to supplies with the product malfunction form. No harm to patient was noted. Surgery continued.